Manufacturer narrative:
The investigation has been completed. The pump was inspected and there were no physical abnormalities. A large amount of biomaterial was found in the inlet cage and around the impeller as well as in the cannula. The data logs confirmed high purge pressure alarms with a decrease in purge flow. The data logs showed no motor current spikes before the high purge pressure event. There was a gradual rise in purge pressure for over an hour before alarms were triggered. The first high purge pressure alarm was triggered and there was high purge pressure for about five hours. The next day, there was a motor current spike after which the purge pressures started decreasing towards normal values with an increase in purge flow. Clinical information reported tissue plaminogen was started the day of the first high purge pressure alarm and ended the next day. The data logs do not show any other high purge pressure occurrence for the remainder of the case. The root cause of high purge pressure was determined to be biomaterial.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was placed on impella cp and impella rp flex for mechanical circulatory support and during support the impella rp flex purge pressure rose. On unit same day of bipella implant, the impella rp flex purge pressure rose, and purge flow decreased. Tissue plasma activator was added to the purge and the staff monitored. Approximately four days later, after the patient was repositioned, the automated impella controller triggered an alarm for purge pressure high, then purge system blocked. Per the nurse, the critical patient remained hemodynamically stable during this time. The team discussed concern for a possible pump stop and the decision was made to explant the impella rp flex device, which was successfully completed later this same day. It was noted the patient tolerated the explant without an issue and remained hemodynamically stable following the event.